Event description:
Physician using endo gia from autosuture during lap gastric bypass, when the physician fired the stapler the blade within the stapler snapped and broke off in the patient. Physician retrieved the staple and had to suture by hand the hole left in the patient's bowel that the stapler did not repair.